Event description:
It was reported that the 2600 system would not fluoro. Reboot was required to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on info provided the following components have been ordered. Buffer pcb, mother board, sensor interface pcb. It is believed that once the identified components are replaced, the reported issue will be address. If any additional info is received that indicates otherwise, a followup report will be submitted as required.